Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip was bent, causing side-to-side misalignment of the grips. There was a .096 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. The instrument passed electrical continuity testing. Failure analysis investigation also found the following additional damages to the instrument: there were indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The pitch cable was frayed at the distal clevis hub. No damage or wear marks were observed on the clevis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable found during failure analysis investigation, if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, the jaws of the instrument did not align. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.